Manufacturer narrative:
The device was returned to the manufacturer for analysis. Investigation of the returned computer confirmed the reported malfunction, as stated in case, and replicated during performance of fluoro gain calibration, the calibration screen will not advance past "analyzing". Initially, the display will state "working", then fire x-rays. "Analyzing" will be displayed, more x-rays are fired. Then will go back to "analyzing" where it remains indefinitely. Rad gain calibration is successful without issue. No remarkable artifact present on the displayed fluoro images. Logs show a reoccurring "exception thrown when trying to calculate coefficient for air model" error dating back to (B)(6) 2015 when replacement of mvs computer was performed to resolve constant fan running at high speed in the computer. Attempts to replace the mvs config file, and imagers files with known good files where unsuccessful at resolving the issue. Software reload attempted, but did not resolve the issue. Mvs computer replaced per instruction in asm, and the issue was resolved. Gain calibrations successfully completed without issue. System checks out satisfactorily. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that while attempting to perform fluoro gain calibration on the system it kept failing after several attempts. There was no patient present when this issue was identified.